Manufacturer narrative:
Method - sample has not yet been received, but was reported to be available. Results - without the actual product, an analysis cannot be conducted. Conclusion - if additional info pertinent to this event becomes available, I-flow will submit a follow-up report.

Event description:
Drug/diluent: unknown. Fill volume: 330 ml. Flow rate: 4.0 ml. Procedure: mitral valve repair. Cathplace: inter-pleural space. In attempting to remove a catheter, nurse met resistance. The catheter was noted to be broken. It was reported that the doctor decided to leave the catheter in.